Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was explanted during an right atrial lead revision procedure. It was noted that difficulty was experienced inserting a lead into the device header. A new device was successfully implanted. No adverse patient effects were reported.